Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal eri, there was a loss of ventricular capture noted on the device. The device was reprogrammed to resolve the event and the patient was stable.